Event description:
It was reported that the pump touchscreen display was difficult to see. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.